Manufacturer narrative:
Investigation conclusion: a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains . Source: phone.

Event description:
1 dual false positive flu b and sars result 1 patient, asymptomatic (off-label), confirmed by pcr. The same patient received 1 dual false positive flu a and sars and 2 dual false positive flu b and sars results. Additional mdrs will be filed for the other events.